Event description:
The right ventricular (rv) lead had become dislodged due to twiddler's syndrome. Due to the dislodgement, the pacing impedance had increased and the defibrillation impedance had decreased. There was also myopotential oversensing which resulted in inappropriate therapy being delivered to the patient. The lead was explanted and replaced and the patient was stable.

Manufacturer narrative:
As received, a complete lead was returned for evaluation in one piece. Regarding the complaint of lead dislodgement, the helix mechanism/extension length test was unable to be performed due to the condition of the helix, as received. The helix was stretched and clogged with blood/body fluids. Electrical testing revealed no indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not reveal any anomalies with the exception of the helix condition, as received.